Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received the insulin pump had red x pointing to an open book. The customer's blood glucose value was 380 mg/dl. The customer was assisted with troubleshooting. The customer was also reported the insulin pump had open book image. Customer was reported that insulin pump had battery failure, replace battery alarm. The insulin pump will be returned for analysis.